Manufacturer narrative:
One bi-directional, curve d-d, tactiflex ablation catheter, sensor enabled was received for evaluation. The shaft material was fractured proximal to the pull ring and the handle was disassembled for further inspection. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the bend in the shaft leading to a fracture could not conclusively be determined.

Event description:
This report is to advise of a fracture that was noted during analysis.